Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that cannot use service mode. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. The processor printed circuit assembly (pca) with part number (pn): 453564489071) and with serial number (sn): (B)(6) was returned to philips for failure analysis. The processor pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The complaint was escalated for technical investigation and the results indicate the processor pca. Was fully evaluated and tested. There were no error logs available. This processor pca was returned with the message, " cannot use service mode." This was not verified in lab testing. The unit while in testing powered up but then displayed message, ¿installing upgrade ¿ do not turn off¿ and then does not continue to bootup. After installing a known good system on module (som) pca then the device passed all testing. The som pca was defective.